Event description:
Philips received a complaint on the v60 ventilator, indicating that the touchscreen had issues. The device was reported to be outside of use at the time of the reported problem. The customer informed the remote service engineer (rse) that the touchscreen was unresponsive to most touches. The device was checked for fluid intrusion and cleaned. No problems were found. After calibrating the touchscreen, the device was operating correctly and returned to service before the same issue returned. The rse recommended to the customer to replace the touchscreen. In a good faith effort (gfe) response from the customer received, it was stated that the part was ordered following the remote service. The touchscreen was replaced, and the replaced part was discarded. The device was confirmed to be returned back into service. The investigation concludes that no further action is required at this time.